Event description:
It was reported that during an infusion of levophed in the intensive care unit (ICU), a spectrum pump received an error which prompted the user to "turn the device off, back on and to sent it for service if the problem persists". The parameters for the infusion were unk. The interruption in therapy caused the pt's blood pressure to drop (the severity or length of time of this incident could not be specified). The pump was swapped out for a different one, the pt's blood pressure was regained, and therapy was continued. There were no prolonged injuries as a result of this event. The biomedical engineering tech at this facility reportedly found system error 322 occurrences within the event history log.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.